Event description:
A patient experienced a distal humeral fracture and was implanted with an olecranon plate, a 3.5mm lcp medial distal humerus plate and a 3.5mm lcp posterolateral distal humerus plate. Approximately 2-1/2 weeks ago, patient felt a 'pop' and presented to the ER. X-rays taken showed a broken plate. During a revision procedure surgeon removed the broken posterolateral plate and the intact medial plate. Surgeon then used bone graft and replaced both plates. The olecranon plate was not removed. The medial plate was removed so the surgeon could reposition the fracture and place the bone graft material.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. Review of manufacturing records for this lot has been requested.